Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.

Event description:
The info provided to sjm indicated an angio-seal device was deployed following a coronary angiography procedure. The pt developed a subtotal stenosis of the right common iliac artery. A thromboendarterectomy was performed at the right femoral bifurcation, removing the subtotal stenosis. Pulses were good at the conclusion of the procedure.